Manufacturer narrative:
Additional information: the field complaint of no telemetry could not be confirmed. The device was received in backup operation. The device image was corrupted and analysis found backup mode had been triggered by a power on reset. Further environmental stress testing could not recreate the power on reset, and field information did not report any electromagnetic interference or incomplete firmware download. Thus, the cause of the power on reset could not be determined. Further testing after reloading device firmware found no telemetry anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During device preparation, the device was unable to be interrogated in the box. The issue was resolved by replacing the device. There was no patient involved.